Event description:
It was reported that the patient implantable neurostimulator (ins) experienced a loss of therapeutic effect following a bone density test about a month ago. It was also noted that they had been "fooling around" with the patient programmer component and thought this could be related to the event. The symptoms were reported as "flooding" their pads at night and "not much flooding" during the day. They noted that it "used to be the opposite way". Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3093-33 lot# v701764, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).